Event description:
It was reported that sterile water leaked. The user was not sure whether water leaked from the syringe or near the valve of the foley catheter during the pretest. Per follow-up information received from ibc on 13sep2023, stated that the details regarding the exact leak location were not provided by the customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. A potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. This investigation does not require a DHR review due to a closure letter not required for this complaint. A labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that sterile water leaked. The user was not sure whether water leaked from the syringe or near the valve of the foley catheter during the pretest. As per follow-up information received from ibc on 13sep2023, stated that the details regarding the exact leak location were not provided by the customer. As per investigator notification received on 21sep2023, stated that they found leak at connection area between the valve and syringe.